Manufacturer narrative:
Flow rate testing was done on the tube set and the tube set performed according to specifications. The tube set regulates the flow in this kit, not the pump. The pump was checked for leaks with and without a tube set and no leaks were found. The alleged failure could not be duplicated.

Event description:
It is alleged that the 2-day pain pump infused approximately 95 cc's of .5% plain bupivicaine in approximately 24 hours. Patient alleged symptoms of tongue numbness, dizziness, and chest tightness. Following admittance for observation, patient received IV fluids and symptoms dissipated.